Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient's blood glucose level rose to 273 mg/dl while wearing the pod. The prestataire indicated that the cannula was not properly seated in the infusion site. No medical assistance was required. No further information is available for this case.